Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that strap located near the left shoulder of the sling, in which patient was laid down, cracked. The patient did not sustain any injuries. As a consequences of the incident caregiver's left wrist (ligament) was hurt.

Manufacturer narrative:
It was reported to the arjo representative that on the (B)(6) 2018 an event occurred in the fouquieres les lens crf sainte barbe facility with the involvement of the repositioning sling and maxi sky 440 ceiling lift. During the final phase of transfer from the wheelchair to the bed, the sling failed over the bed. According to the originator of the complaint short description: "the strap (located near the left shoulder) cracked". As the consequence of this event caregiver, who managed to catch the patient, sustained injury - hurt at the left wrist (ligament). It was stated that no hospitalization was needed. After the incident there was a device evaluation made by arjo technician. Visual inspection confirmed that sling stitching failed. It was also stated that the sling was unusable and the label was unreadable. The sling was under arjo service responsibility and the date of last device maintenance was 2018-apr-18. Based on product knowledge, the loop stitching issues could have been caused by different factors, e.g.: pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand. Much higher strain, where the loop/sling becoming caught on an obstruction. Normal wear of the product occurring after expected service life covered by the instruction for use. Normal wear of product occurring after too often washing, usage of illicit chemicals, not adhering to cleaning instruction provided in instruction for use. Serial and model number of the sling were unknown as the label was unreadable. Based on that we can assume that sling may have become worn and torn during long usage or after excessive washing. The instruction for use (B)(4) for repositioning sling includes information about proper lifting and washing process and warnings: "to avoid material damage and injury, clean and disinfect according to this IFU." "Check all parts of the sling. If any part is missing or damaged - do not use the sling. Check for fraying, loose stitching, thread breakage, tears, fabric holes, soiled fabric, damaged loops, unreadable or damaged label." The instruction for use (B)(4) for maxi sky 440 provides patients with warnings: "always place the sling around the patient according to the instructions found therein. Failure to do so may result in injuries to you or to others". "Always ensure that: the sling is not damaged, torn or frayed, the sling straps are in a god condition and properly fastened." "Make sure to have on hand a sling that is of the correct model and of adequate size for transfer with the maxi sky 440." "Make sure that sling is not caught on any obstructions (wheelchair brake or chair arm, etc.)." "Constant attention to the patient is required from caregiver during the whole transfer. In the unlikely event of a failure of the device, the caregiver must be ready to react." Based on the instruction for use provided with every arjo sling and lift in case of any doubts about sling safety and there are visible sign of wear or label is unreadable it should not be used and be replaced with new one. The caregiver is obliged to check each sling before use. Additionally, there are some crucial information provided in repositioning sling IFU about usage of sling: "sling should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure or to excessive heat or humidity. The slings should be kept away from contact with sharp implements, corrosive or other possible causes of damage." "Make sure that the repositioning sling is not attached to any other object that the spreader bar." "Make sure all loops are securely attached and the patient lays fully supported and comfortably in the repositioning sling." Details of the transfer were not provided so it is not possible to state whether it was performed as per manufacturer recommendations. Please note that to avoid injury caregivers should always refer to the instructions for use and follow steps and warnings of correct transfer between adjacent surfaces outlined in the product labelling, like for instance: "slightly lift the patient to create tension in the straps and: pay attention to tubes, lines etc. If any, make sure all loops are securely attached and the patient lays fully supported and comfortably in the repositioning sling. Make sure the repositioning sling is not attached to any other object that spreader bar make sure that there is a clearance to perform the maneuver." According to all gathered information the root cause of event could not be determine as there is a lack of investigation information. Although, no specific root cause can be distinguished, we can state that if the sling labeling had been followed and transfer had been conducted according to manufacturer instructions, the risk that the loop ripped could have been diminished. The loop failure might have occurred due to the loop suffering stress that is not possible to be encountered during correct use. To conclude, arjo passive loop sling played a role in the complaint issue as it was used for resident's lifting. There was no patient fall and no injury sustained. There was a sling deficiency found (stitching on the connection of the loop strap with sling body ripped) and from that perspective, the sling did not meet the manufacturer's specification at the time of the event. We report this event in relation to arjo sling malfunction and injuries sustained by caregiver.